Event description:
A pt reported blood glucose results of "220, 101, 135, and 141 mg/dl" with a lifescan meter, performed within 10 minutes of each other. However, the pt was not cleaning the puncture site correctly which can affect results. The pt also reported that the test strips were "sticking together". Because the test strips reportedly were sticking together in the vial, the complaint is being reported as a malfunction.